Event description:
It was reported that the patient underwent pump exchange. No additional information was provided.

Manufacturer narrative:
Section b1, b2: correction. Section b5: additional information (investigation of the exchanged pump is included in follow-up number 1).

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed a pump end bend relief fracture, as well as internal driveline wire damage which would have contributed to the reported low speed events, pump stoppages, and driveline fault alarms captured within the submitted log files. Additionally, evaluation of (B)(6) revealed an incidental finding of a thrombus formation seated within the outlet stator. (B)(6) was returned assembled with the driveline cut approximately 7 inches from the pump housing and a distal segment measuring approximately 30 inches was returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. The sealed outflow graft and the outflow graft bend relief were returned. A bend relief collar was returned attached to the pump. The outlet elbow was returned attached to the pump. A partial pump end bend relief (pebr) fracture was identified around the nipple of the pump housing. The rippled surface of the damaged area of the bend relief silicone suggests that this failure resulted from fatigue. The driveline was tested for continuity in the condition that it was received and revealed discontinuities in the yellow and orange wires. The remaining wires did not reveal any discontinuities or shorts. Visual inspection of the bionate layer revealed that it was damaged and appeared to be melted around the nipple of the pump housing, directly beneath the observed pebr fracture, as well as 2.25 inches from the controller connector. Upon removal of the outer layers, the metal braided shield had significant breakdown at the nipple of the pump housing and approximately 2.25 inches from the pump housing. Upon removal of the metal braided shield, visual examination of the internal portion of the patient¿s driveline revealed complete breaks in the conductors of the yellow and orange wires directly below the observed pebr fracture, bionate layer damage, and significant metal braided shield breakdown directly at the nipple of the pump housing. Additionally, microscopic visual inspection revealed breaches to the insulation of the red wire at the nipple of the pump housing, and breaches to the insulation of the orange wire, brown wire, black wire, and yellow wire all approximately 2.25 inches from the controller connector. The observed conductor breakdown appeared to be the result of flexing of the internal wires around the nipple of the pump housing, and the observed wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The remaining portion of the proximal segment and the distal segment of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The low speed operation events and pump stoppages which were observed in the submitted log file would have resulted from a short to shield if any of the conductors of the exposed wires made contact with the metal braided shield while the patient was operating on the power module while on a grounded patient cable. Low speed operation events and pump stoppages would have occurred while operating on 14v batteries or an ungrounded patient cable if the conductors from any of the exposed wires made contact with each other or simultaneous contact with the metal braided shield, resulting in a phase to phase short. The conductor breakdown of the yellow and orange wires would have contributed to the driveline fault alarms and are consistent with the log file findings. Additionally, upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated thrombus situated around the outlet bearing ball and in between the stator blades. Although its origin could not be determined, the lack of laminated layering suggests that the thrombus did not initially form in the outlet stator. A correlation between this thrombus and the confirmed wire damage could not be conclusively established through this evaluation. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues. Additionally, the heartmate ii IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient exhibited a pump stoppage at home on an ungrounded cable and on the normal grey chord in the clinic. The patient's x-rays of the driveline showed no fracture. Patient was given an orange cable and these events continued to occur. More xrays of the driveline are planned. If they are negative then we will proceed with an external repair. Log file analysis captured driveline fault events on (B)(6) 2019 and pump stops on (B)(6) 2019. These continue to occur intermittently throughout the remainder of the log file. These events appear to be caused by an issue with the percutaneous lead. The pump stops occur on both power sources so it appears there is a percutaneous lead phase to phase short causing the issue.